Event description:
It was reported that the patient underwent a ¿buried trial¿ on (B)(6) 2013 and the surgical lead with extensions were removed 14 days after implant due to a (B)(6) infection. It was stated the patient admitted herself to the hospital on monday night, when the patient experienced pain all over her back. The decision for lead removal was made on (B)(6) 2013 by the healthcare provider (hcp). It was added that the lead was going to be removed on (B)(6) 2013 regardless because the patient did not like the stimulation feeling and preferred pain over and relief in her legs (unsuccessful trial). Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead: product ID 3708140, serial# (B)(4). Product type: extension: product ID 3708140, serial# (B)(4). Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient was treated with the vancomycin, clindamycin, and zosyn. It was noted that perioperative antibiotics had been administered. The infection was diagnosed on 2013-(B)(6) when the patient presented with redness, pain and drainage. The primary location of the infection was noted to be the lumbar region. It was noted that a culture was obtained. The patient was treated with both IV (intravenous) and oral antibiotics. The total device system was explanted. The patient outcome was noted as ongoing.